Manufacturer narrative:
(B)(4). Batch # unk. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date, a supplemental medwatch will be sent. The device history records were reviewed and the manufacturing criteria were met prior to the release of this batch/lot. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date, a supplemental medwatch will be sent. Can you please explain more event details? Was there difficulty with loading or unloading the cartridge reload? Was the device locked-out (no staples deployed and no cut line started)? Or did the device partially fire (start to deploy staples and cut but could not be completed)? Was the device locked on tissue with the jaws closed? If yes, how was the device removed? Did the jaws eventually open?

Event description:
It was reported that the device locked with the reload placed. No patient consequence reported.

Manufacturer narrative:
(B)(4). Batch number: p57c2y. Investigation summary: the analysis found that one pse45a device was returned with no apparent damage and with an ecr45w partially fired 1/10 cartridge loaded on the device. The device was tested for functionality in the straight position with a test cartridge reload and achieved its complete firing sequence without any difficulties. The staple line and cut line were complete and the staples were noted to have the proper b-form shape. It is possible that while loading the reload, the cartridge was pushed farther back than the cartridge alignment stop windows resulting in the knife pushing the one piece sled forward and locking the cartridge. The device opened and closed without any difficulties noted. The batch history record was reviewed and no defects, ncr¿s or protocols related to the complaint, were found during the manufacturing process.